Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 65 to 90 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as spit on their chest. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and it was discovered the pump time was incorrect. The customer had a bent set cannula issue, and had the pump exposed to cancer radiation treatment machines. The insulin pump will not be returned for analysis.